Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a prolapse repair procedure performed on (B)(6) 2021. During the procedure, the carrier was unable to retract when the device was actuated. A second capio slim device was then opened but the carrier failed to deploy. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.